Event description:
The incident occured in ecuador. Our distributor in ecuador has received the following information from his customer: the applier failed during surgery. The applier did not release the clip. The applier remained attached to the clip. The affected applier and all similar appliers with the article numbers 35.410, 35.411 and 35.412 are being removed from the market. These are all appliers with a rigid jaw. It is planned to redesign the jaw part of the applier to prevent the defect from recurring as far as possible. To this end, prototypes were produced and given to various doctors in order to obtain feedback on the redesign of the jaw parts. The patient was not injured. However, the incident could have led to a deterioration of the health.